Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient's native mitral valve was dilated and had severe regurgitation. The surgeon implanted this 28 mm mitral annuloplasty ring in attempt to repair the patient's valve. Testing with saline showed a successful repair. Upon weaning off of cardiopulmonary bypass (cpb) however, residual regurgitation was present. The patient was placed back on cpb, and the valve was replaced with a bioprosthetic valve. No additional adverse patient effects were reported.